Manufacturer narrative:
On 30 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 01 dec 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 02 october 2015: lot 132656: (B)(4) items manufactured and released on 17 september 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Clinical evaluation performed by the medical affairs director on (B)(6) 2015: after 1 year and few months since primary surgery, the stem is radiographically loose, and only in the distal portion some (initial) bone ingrowth was achieved, not enough to hold the device firmly in place throughout time, with consequent pain for the patient. The root cause for this failure is unknown. There are no postoperative radiographs. Analysis of the pictures of the explanted stem performed by the r&d project manager on (B)(6) 2015: observing the femoral stem some scratches can be noted mainly on the neck, probably caused by the removal phase. Tha ha seems to be absorbed just in the distal portion of the stem. It is not possible from the inspection of the implant determine the root cause of the event.

Event description:
Patient presented to surgeon's rooms with pain. Surgeon suspected a loosening of the stem however relevant tests were performed to ensure infection was not present. Surgeon suspected that stem was loose and wanted to remove it and replace it. Revision surgery was successfully performed, (stem was loose and only showed fixation on the distal portion as shown by the pictures). The implants have not been made available for investigation due to hospital policy.